Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on an e411 analyzer. The sample initially resulted as 1.04 miu/ml and this value was reported outside of the laboratory to the doctor. The sample was repeated on (B)(6) 2016, resulting as 6676 miu/ml. A second sample was collected from the patient on (B)(6) 2016 and resulted as 5757 miu/ml. The customer trusted the value of 5757 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 156542. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing on the analyzer. A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. Calibration signals were observed to be lower than expected, however controls were within range on the day of the event. A possible root cause could be related to pre-analytic sample handling as it was found tube inversions were not performed on the tube. The customer also did not use recommended tube adapters for 13x75 mm tubes, which may cause the tube to be misaligned, resulting in pipetting issues. Insufficient maintenance of the analyzer may also be a possible cause.